Event description:
Dental assistant reported that an implant failed due to bone loss. Pt is same pt as medwatch reports 2023141-1998-00288 and 2023141-1998-00270,

Manufacturer narrative:
During the inspection of the implant, it was noted that the returned implant was part number 0604 and not 0608 as originally reported. No observable defect could be found with the component itself. Measurements taken met design requirements. Co was unable to review the lot history of the subject product because the lot number provided by the doctor's office was incorrect.